Event description:
Pt status post lcp medial distal tibia plate implantation on an unk date returned to surgeon. An x-ray on an unk date showed three or four screws were broken. Pt was returned to operating room on (B)(6) 2011 and all hardware was removed. Pt was revised to an external fixator. It is not known which screws were broken. This is ten of thirteen reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.